Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840016540, 510k # k091974, (B)(4) was cleared in the united states. Image review: submitted images appeared to display thread flank and crest skiving, deformation and damage. Product analysis : visual examination of the mas head identified a portion of the first thread on one side is broken off. The broken-off portion of the head is missing and not returned for analysis. The above observations are consistent with misalignment of the mas head and set screw during construct assembly.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840016540, 510k # k091974 was cleared in the united states. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar degenerative spondylolisthesis underwent posterior lumbar interbody fusion (intermuscular approach) at l4/5. Intra-op, there was cross-thread on the screw at l5 and the surgeon reinserted set screw to the screw several times but the surgeon could not perform final tightening. Surgeon considered that possibility of broken thread of screw or widening of head. Surgeon removed the relevant screw and inserted one size bigger screw (f7.5). Correction at l4 for spondylolisthesis had already been conducted using reduction screws. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.